Manufacturer narrative:
Philips service replaced the host pc biplane revised ii without hdd coa and confirmed normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the host pc was replaced due to intermittent lateral ippc connection failure on an allura xper fd20 biplane. The clinical use of the system was unknown. There was no reported patient or user harm.